Event description:
The hospital biomedical engineering department received a set of internal paddles handles where the red rubber shock button cover had a large tear in it. This set of paddles handles had been through 3 cleaning/sterilization cycles. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): the steam sterilization process reported by the customer is consistent with the latest sterilization requirements published by physio-control in (B) (6) 2008. The device operating instructions indicate that the internal paddle handles should be examined after each use for damage or signs of wear and if found, remove the affected component from use. A replacement internal paddle cable assembly will be provided to the customer.